Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level was over 500 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as vomiting and lethargic. Customer also reported that the insulin pump had received insulin flow blocked alarm. Customer was reporting a past event. Customer reported alarm did not occurred during fill tubing. Customer reported that event was resolved by changing complete set. Customer stated that the sensor had received changed sensor alarm. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.